Event description:
It was reported that the device went into bvvi with no defib due to external defibrillation. The patient called 911 after feeling symptomatic. The patient was externally rescued by the paramedics. The device image was retrieved, however, because it was taken after the device reset, no information that correlated to the event was available. The patient was nearing the point of death and the physician made the decision to disconnect the life-support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.